Event description:
It was reported by repair work order that the seat will not hold weight and the backrest is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.